Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, the left ventricular lead dislodged during slitting of the guide sheath. The lead was not tracking over the guidewire. The lead was not used and replaced.